Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ac power was not recognized. The power supply was replaced to address the issue. Additionally, noise was confirmed to be coming from the blower assembly, so the blower assembly was replaced to address the issue. Also, dirt was confirmed to have been found on the flow sensor assembly and the muffler assembly, so the flow sensor assembly and muffler assembly were replaced to address the issue. These issues are not related to the reportable malfunction/issue.